Manufacturer narrative:
The device is retained by hospital and is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a three prostyle devices after a diagnostic left heart catheterization emergent procedure using a 6f sheath. Reportedly, the prostyle was deployed and the suture cut; however, the device could not be removed from the vessel. The footplate was opened and closed and the device manipulated in an attempt to remove. The vessel was cut down and the device was freed. The access site was rewired with two other prostyle devices attempted; however, the sutures did not capture the vessel. A balloon was used to control bleeding at the access site while the patient was sent for surgery. Surgical suturing achieved hemostasis there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after a diagnostic left heart catheterization emergent procedure using a 6f sheath. Reportedly, the prostyle was deployed and the suture cut; however, the device could not be removed from the vessel. The footplate was opened and closed and the device manipulated in an attempt to remove. The vessel was cut down and the device was freed. The access site was rewired with two other prostyle devices attempted; however, the sutures did not capture the vessel. A balloon was used to control bleeding at the access site while the patient was sent for surgery. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, the first prostyle was deployed yet the device could not be pulled back to harvest the suture. The suture was cut; however, the device could not be removed from the vessel. The footplate was opened and closed, and the device manipulated in an attempt to remove the device. Manual compression was held. The vessel was cut down and the device was freed. No additional information was provided.